Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of foreign material found at distal end, forceps elevator, forceps cover, bending section cover adhesive could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited foreign objects on distal end, forceps elevator, forceps cover and adhesive of bending section cover. There was no patient involvement.